Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead experienced an increase in short v-v intervals, impedance, and noise. The pace/sense portion of the lead was capped with the addition of a new pacing lead and the high voltage remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and the criteria for the right ventricular (rv) lead integrity alert were met. It also indicated the impedance on the rv pacing lead was beyond the expected upper range and the impedance trend on the rv pacing lead was variable. Thirteen (13) non-sustained tachycardia (nst) and 5 "lead failure predictor" episodes of less than 220 ms v-v cycle are recorded between (B)(6) 2013. Five hundred seventy nine (579) of 687 lifetime v-sic occur since (B)(6) 2013. Lead integrity alert (lia) triggered on 2013-09-08 and 2013-09-13 due to meeting the conditions for nst and abnormal lead impedance. Maximum ventricular pace impedance varies between 418 ohms and 817 ohms between the weeks ending (B)(6) 2013.